Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused due to cracked charge-coupled device connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. There was no patient/user harm or injury reported due to the event. The intended procedure was diagnostic. Additional details have been requested regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the image failure. The DHR confirmed, that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred, because of a defective charge couple device (ccd) unit. The cause of the defect was unknown. Olympus will continue to monitor field performance for this device.